Manufacturer narrative:
Result of investigation: the vyaire field service representative (fsr) was unable to duplicate the shutdown problem reported. Fsr suggested purchasing new 3100a ventilator since the ventilator is 10 years old with almost 17,000 hours.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they ran the unit for 3 of his shifts and he works 10 hours per shift and the unit did not shut off. They are requesting a field service evaluation of the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator just shuts off and then comes back on. At this time, there is no information regarding patient involvement associated with the reported event.